Event description:
Report received from baxter states "the pump flew only 12 hours instead of 22 hours. No obvious handling issue." Device contained 1170 mg 5fu, 23.4 ml of ribofluor and normal saline for a total fill volume of 220ml. Report states no patient injury resulted.